Event description:
It was reported that a spectrum pump door would not fully latch closed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification with respect to the reported door would not fully latch problem. The eval confirmed and reproduced the door not fully latched alarms. The reported symptom was found to be due to the front case shimming being out of specification, resulting in excessive force being required to close door. The unit was reworked to correct this condition.